Event description:
The patient reported that the previously working remote monitor's power cord was damaged when the patient tripped over it, causing a failure to start; therefore, the power cord was replaced. It was further reported a few days later, that the patient received the new power cord, and the monitor still did not power on unless patient held the cord; therefore, the monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the power connector was loose and detached.

Event description:
The patient reported that the previously working remote monitor's power cord was damaged when the patient tripped over it, causing a failure to start; therefore, the power cord was replaced. It was futhter reported a few days later, that the patient received the new power cord and the monitor still did not power on unless patient held the cord; therefore, the monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.